Event description:
It was reported that the programmer displayed an error message at power up. The programmer was cycle powered and the error cleared. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).